Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.